Event description:
The intra aortic balloon leaked. Blood was noted in the catheter. The intra aortic balloon was not returned to datascope for evaluation. The intra aortic balloon was discarded by the facility. Event complications: none from the event - reported 5/26/98. Pt's current status: unk - reported 5/26/98.